Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the nurse manager contacted technical support from off-site to report an issue with non-recoverable faults on the surgeon side console (ssc). The nurse manager merged the call with the operating room (or) staff and the or staff stated the ssc had shut down mid-procedure. The customer stated that the power button on the ssc was not illuminated. The customer power cycled the system to resolve issue. However, the customer stated that the ssc power button was still not illuminated and the ssc was completely off. The customer stated that the surgeon continued with the procedure using their other ssc. The customer checked the outlet with no resolve. The technical service engineer (tse) reviewed the system logs and discovered multiple fiber 23 errors reported by the suspect console (B)(4) and a 25580 remote arm controller (rac) 1 and 2 errors reported by the ssc, likely induced by the fiber faults. The tse recommended the customer disconnect the ssc blue fiber cable from the suspect ssc in case it gained power during the procedure and powered back on. The tse did not want the ssc to disrupt the procedure and the customer agreed. When the or staff was disconnecting the blue fiber cable, they noticed the cable easily fell out of the back of the ssc. The customer left the suspect ssc out of commission until the field service engineer (fse) could repair it. The customer stated that this issue happened twice during this procedure and in two different or outlets. The customer also stated the issue occurred yesterday in a third outlet. The procedure was converted to another ssc with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the redundant medical grade power supply (mgps) to resolve the issue. The system was tested and verified as ready for use. The mgps unit involved with this complaint has been returned for evaluation. The unit was returned for failure analysis and the reported failure of error 417 was replicated. When reviewing on the logs, there were 417 errors indicating that one of the redundant power supplies is failing. The power supply was installed and tested on the pca test system. The system booted up and failed with the error 417 also the fan 1 make a noise. The power supply is over 2.8 years old. It will be scrapped. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to another surgeon side console after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.